Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and two photographs were provided for evaluation. Upon visual inspection of the photographs, it was noted that the label and blister of the used set were noted. However, no detachment is evident in the pictures. Based on the data from the investigation, the reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported, patient was getting undressed and has dislodged the extension set off the peripheral intravenous catheters (pivc). Immediately noted and bleeding controlled.